Event description:
"Near miss" event when attempting to use pump to administer high alert medications to ICU pts; drug library issues (prior review and corrections on (B)(6) 2019). Dates of use: (B)(6) 2015, (B)(6) 2019. Diagnosis or reason for use: IV medication or solution.